Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 03/14/2018.

Event description:
Follow up information: patient had dropped nearly 4 kg in the last 3 months of 2017 due to severe pain and inability to eat without discomfort. The lap-band was removed after five surgical attempts and the patient is very happy. At first, a laparoscopic procedure was attempted and was referred to a general surgical team two days later to determine what options were available as the band was in the wrong position and impossible to extract. A second and third attempt to remove the device failed due to surgical equipment failure. Fourth attempt failed due to patient having "some food remnant prevented extraction via gastroscopy despite 36 hour fasting." Finally on the fifth attempt the entire lap-band system was removed successfully.

Manufacturer narrative:
Supplement #2: medwatch sent to FDA on 05/14/2018. Device evaluation summary: a visual examination was performed on the received lap-band only. The band ring and shell were noted to be separated near the buckle. The band belt was noted to be discolored, as it was light brown in appearance. The band ring and shell were observed to be discolored, as they were brown in appearance. Brown, white, orange and grey particulate matter was noted on the inner and outer surfaces of the band shell. An air leak test was performed, and the band was leaking from the separated portion of the ring and shell as well as from one opening on the band shell. Under microscopic analysis, the end of the band tubing was noted to have a surgical end cut, consistent with removal of the device. The band ring and shell were observed to be discolored, as they were light brown in appearance. Material degradation was noted on approximately 70% of the band ring and shell. Under microscopic analysis, both edges of the separated portion of the band ring and shell were noted to have striated edges, consistent with a surgical end cut to remove the device. Black particles were noted on the inner surface of band shell. The opening on the band shell was approximately 0.3 inches in length, and was noted to have striated edges, consistent with damage from a surgical tool. Black and brown particulate matter was noted on the inner surface of the band shell.

Event description:
Additional follow up information: patient also had "severe erosive reflux oesophagitis", "adhesions" and also had "urine retention - 6 weeks catheterization".

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to indicate product serial number. To date, no further device information has been received by apollo. Without device or device serial, the taper type is unknown. Should the device be removed, a visual examination may determine the connecter type associated with the reported events. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Reoperation to remove the device is required. Warnings: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion. Patients' emotional and psychological stability should be evaluated prior to surgery. Gastric banding may be determined to be inappropriate, in the opinion of the surgeon for select patients. Patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "lapband eroded. Patient also has more recent cardiac factors but does ot take aspirin." The patient's lap-band system remains implanted.